Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient was unable to enter their device into MRI mode due to high impedances on the lead. Surgical intervention was undertaken wherein the lead was explanted and replaced.